Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that post reprogramming for an unknown reason, the patient have "not been feeling the greatest". The patient reported that the "rate" was adjusted and the patient is having trouble with their beats per minute and having "irregular patterns". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.